Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that a one touch ultramini meter read inaccurately high. The patient indicated that the alleged issue started on (B) (6) 2010, at an unspecified time during the evening. The patient reported a lfs meter reading of "600" (high). According to the owner's manual, the meter will display a message of "hi" if a possible blood glucose level exceeding "600 mg/dl" is detected. As a result of the alleged issue, the patient took a usual dose of humalog insulin at an unknown time. Due to the alleged issue, the patient claimed that she developed symptoms of dizziness and weakness. The patient also claimed that as a result of the alleged issue, she received food/drink(s) as treatment from emergency medical services (ems) that same evening. The patient's blood glucose was tested on an ems meter during the time of concern and a result of "124 mg/dl" was obtained. It is not known if the "124 mg/dl" result was obtained before or after the ems provided the treatment. It would have been helpful to know if the following information: the patient's testing frequency, her medication and diabetes management regimens, what time the result of "hi" was obtained, what actions the patient took based on the "hi" result, what time the humalog insulin was taken, what time the symptoms developed, and what actions the patient took before and after the symptoms started. In addition, it would have been helpful to know what time the ems result of "124 mg/dl" was obtained, what time the ems treatment was administered, and if the patient received ems treatment to lower her blood glucose. The patient did not have control solution for troubleshooting. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she received food/drink(s) as treatment from ems after the alleged issue began. The patient alleged that the meter read inaccurately high but received, ems treatment suggestive for hypoglycemia.